Event description:
It was reported that the child is not responding well anymore, he was doing better before. The external parts have been exchanged, but without success. Testing carried out on (B) (6) 2009, showed 9 electrodes with the status hi and 3 with the status hsc. The last testing done before on (B) (6) 2009, showed all electrodes with the status ok. An x-ray done on (B) (6) 2009, confirmed complete insertion of the electrode, but during check-up, it was detected that the implant has moved from its original position closer to the ear. According to the pt's mother, he is a very active child, but no serious head trauma was reported. The problem started around (B) (6)/(B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.